Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the cannula had deployed early during priming. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the reported needle deploying early. The device ran for 57 pulses and was deactivated. A bolus was never completed. The cause of the event could not be determined.